Event description:
A customer reported being unable to use their pump because the screen kept fading in and out. There was no reported adverse impact. Multiple follow-up attempts were made by tandem technical support; however, the customer did not respond. No additional information was known or reported.